Event description:
The recipient reportedly experienced dizziness with device use. The recipient was treated with steroids. Recipient had an epley maneuver performed. The recipient is scheduled for vestibular therapy.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.6b. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly received vestibular testing and confirmed left bppv. Treatment was reportedly administered (type unknown). The recipient's symptoms are resolving and are not believed to be device related. The recipient is reportedly healing well and will be followed per center protocol. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.